Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's nurse that the customer was hospitalized and believes the insulin pump is not working. The customer's blood glucose at the time of hospitalization was 589mg/dl. Customer's current blood glucose was 550mg/dl. The customer was treated with sub-cutaneous insulin. The nurse stated the basals and bolus was raised. The customer was wearing the insulin pump at the time of hospitalization. It was reported that the lowest blood glucose was 229mg/dl and highest was 600mg/dl. The call was disconnected and unable to complete troubleshooting.